Manufacturer narrative:
It is unk when the event occurred as this information has not been provided. Based on information provided, it cannot be determined that the alleged infection is related to v.a.c. Therapy. It is unk if the pt had a pre-existing infection.

Event description:
The following information was reported to kci by the wound care nurse: v.a.c. Therapy is being placed on hold due to an infection. A would culture was performed and was positive for an infection, date not provided. The nurse was unsure if there was a prior infection in the patient's wound as they did not initiate v.a.c. Therapy. On (B)(6) 2015,the following information was provided to kci by the nurse: the patient was placed on antibiotic therapy, and is currently being treated. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci field service, and the unit passed the qc checks and met specifications. On (B)(6) 2015, the device was placed with the patient. On (B)(6) 2015, the device was tested per quality control (qc) procedure by kci quality engineering, and the unit passed the qc checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.